Event description:
It was reported that the system controller was replaced due to multiple power cable disconnect alarms despite no issues with the connection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.